Manufacturer narrative:
The log file indicates that the respective procedure was stable and unremarkable for nearly one hour until the device detected a too low vacuum pressure inside the ventilator piston. The vacuum pressure is an auxiliary pressure level which is required to keep the ventilator piston diaphragm in place to avoid wrinkling during piston movement. If the vacuum pressure is out of range the device shuts down automatic ventilation to prevent from damages to the ventilator unit. Manual ventilation and the monitoring functions remain available. The log file furthermore indicates that the user repeatedly switched forth and back between manual and automatic ventilation. After some minutes the vacuum pressure was back inside specifications and the procedure could be continued in volume af mode. The hospital's biomed replaced the vacuum pump; the device passed al consecutive tests and was returned to use. Dräger finally concludes that the system responded as designed upon an intermittent deviation of a functional unit. To exclude recurrence of the issue the respective functional unit had been replaced preventively.

Event description:
It was reported that the apollo stopped ventilating during a surgical case intermittently. No patient injury reported.